Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection .

Event description:
(B)(6) 2018 - following the battery change surgery, it was determined that there was a problem with the esteem system and it was not functioning. (B)(6) 2018 - diagnostic testing was performed, but the cause of the issue could not be determined and a revision surgery was scheduled for the next day. (B)(6) 2018 - revision surgery found that the esteem driver was not functioning and it was replaced with successful results. Patient history: (B)(6) 2012 - patient was implanted with the esteem system. (B)(6) 2012 - activation; (B)(6) 2012 - fitting; (B)(6) 2013 - fitting; (B)(6) 2015 - fitting; (B)(6) 2018 - battery change surgery; (B)(6) 2018 - audio and esteem diagnostics; (B)(6) 2018 - transmastoid revision.